Manufacturer narrative:
As allowed by exemption e2012008, kulzer llc (the importer) is submitting the report on behalf of kulzer gmbh (the manufacturer). This is a serious injury (as defined in 21 cfr section 803.3). As the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Directions for use indicate rubber dam use is required. Isolation of the patient's soft tissue was inadequate.

Event description:
Dentist applied gluma desensitizer over female patient's entire mouth, allowing patient to close on suction and not maintaining isolation from soft tissue,